Event description:
Information received indicates, the trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician found the trend and reverse trend knobs were broken. The technician replaced the trend knobs to repair the bed.